Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080875) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("total hysterectomy to remove essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), antidiarrhoeal microorganisms (probiotics), colecalciferol (vitamin d), lansoprazole (prevacid), mesalazine (lialda), montelukast (singulair), multivitamin and venlafaxine (effexor). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, disability, medically significant and intervention required) and adverse event ("health issues"). The patient was treated with surgery (underwent total hysterectomy to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and medical device removal with essure. The reporter commented: serious injury (hospitalization/disability/permanent damage) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080875) on 12-nov-2018. The most recent information was received on 28-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("total hysterectomy to remove essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), lansoprazole (prevacid), mesalazine (lialda), montelukast sodium (singulair), multivitamin, probiotics [umbrella term], venlafaxine hydrochloride (effexor) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, disability, medically significant and intervention required) and experienced adverse event ("health issues"). The patient was treated with surgery (underwent total hysterectomy to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and medical device removal with essure. The reporter commented: serious injury (hospitalization/disability/permanent damage) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.